Manufacturer narrative:
Complaint confirmed as a leak was able to be reproduced. The production records for the port was reviewed and no discrepancies or non-conformances recorded. Product was manufactured to specification. Unable to determine root cause.

Event description:
The device was implanted on (B)(6) 2018. In (B)(6) 2019, the patient reported a loss of restriction and due to this fluid checks carried out. Discrepancy identified, xray carried out and port replacement surgery was performed on (B)(6) 2020. Port tested in surgery and leak identified.

Event description:
The device was implanted on (B)(6) 2018. In (B)(6) 2019, the patient reported a loss of restriction and due to this fluid checks carried out. Discrepancy identified, xray carried out and port replacement surgery was performed on (B)(6) 2020. Port tested in surgery and leak identified.